Manufacturer narrative:
On 9/19/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/9/2019, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) african american female patient who underwent primary breast augmentation with a (right) 300cc mentor smooth round moderate profile saline and (left) 500cc mentor smooth round high profile saline breast prostheses, suffered bilateral deflation post-operatively. As a result, the patient underwent bilateral removal and replacement with two 535cc mentor memorygel breast implants on (B)(6) 2019. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On 10/30/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was noticed a tear in the anterior view, measuring approximately 0.2 cm. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).